Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spin collar of the male luer cracked. No harm was reported and no further details are available.

Manufacturer narrative:
(B)(4)